Event description:
It was reported that during a cardiac ablation procedure, after completion of the ablation, the physician attempted to retract the loop catheter into the sheath and withdraw it from the left atrium. The push slide button on the loop catheter was found to be abnormally blocked and could only be pushed two-thirds of the way, preventing full straightening and withdrawal of the catheter. Repeated attempts to push and pull the slide button did not resolve the blockage, and bleeding was observed at the slide button during theseattempts. Ultimately, the physician was only able to retract the loop catheter into the sheath by applying hard pulling force. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012698029 was returned and analyzed. The catheter appears intact without any visible issues. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The shape of the capture device is unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging revealed an entangled wires in shaft region. Catheter could not be retracted into sheath due to stuck slider. Blood could have been exposed in the handle through outer layer of guidewire lumen as dissection of catheter revea led presence of dry blood on outer layer of guidewire lumen. Electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the issues (slider handle difficult to move and blood in handle) were confirmed through testing an d analysis. The catheter failed return inspection due to entangled wires in shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.